Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Broken weld at seat rail

Event description:
The crossbrace has a broken weld where the seat upholstery attaches.